Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer pen and screen are not aligned. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus and the touch screen were not aligned and therefore the bezel assembly was replaced and the stylus calibrated. It was also noted that corrosion was found around the outside of the media bay door and the lower case and both were replaced however no corrosion was found inside on the printed circuit boards.